Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported device will not acknowledge when door was open was not verified. Evaluation powered on the device, opened the door and observed a load set screen. The device was found to operate within specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not acknowledge when door is open. There was no patient involvement. No additional information is available.